Manufacturer narrative:
Packaging returned date may 12, 2017.

Manufacturer narrative:
Upon re-assessing the complaint, it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Reference: (B)(4). Foreign source - (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, the femoral component that was to be used was opened and it was noticed that the sterile packaging appeared cloudy. The surgical nurse suspected that foreign particles may be attached to the implant and opted to use a new femoral device. No adverse events have been reported as a result of the malfunction.